Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) had confirmed that the half-height cubie drawer three two and all cubie pockets had failed and were not being detected on the communication bus. The fse had reseated the row board cable and the pyxis bus cable and replaced the retractor band. The fse then logged into the hardware test application and ran a final test on the drawer, which passed successfully. The drawer and cubie pockets were functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the customer was informed about the failed drawer recovery. The customer had already performed a station reboot and attempted to recover storage space. An error message stated "device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.